Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws properly. The device functioned as intended prior to this event. No clips fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Jaw misaligned, ejected clip. The analysis results found that the er420 device was returned with the jaws misaligned. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, and 9 clips were ejected. It is know from the history of the instrument that the misaligned jaw condition may lead to scissored clips, however the clips were ejected. The reported event could not be confirmed as the device ejected the clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.